Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported issue. Physio replaced the lcd display and interface pcb assembly to observe proper device operation. The device was returned to the customer for use.

Event description:
It was reported that the device was dropped causing severe damage to the display and printer. Although, the device software was fully functional and it was able to charge and deliver defibrillation. There was no report of pt involvement with incident.